Manufacturer narrative:
This report is submitted on november 5, 2020.

Event description:
Per the clinic, the patient experienced pain. The device was explanted on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with another device.